Event description:
On 31st october 2025, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that immediately following implantation into the eye a crack was observed in the lens optic necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation a crack was observed in the lens optic. The lens was explanted and exchanged during the original surgery session. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to iol"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector, inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Our review of production records for the rayone aspheric rao600c 015262269 showed that all manufacturing and quality checks were conducted successfully. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 015262269. The device was retained and returned to rayner for evaluation. The iol was returned hydrated in saline inside a pouch. The associated rayone injector was not returned for inspection. Inspection of the lens under x10 magnification identified a broken haptic and a crack in optic; however, the optic damage cannot be distinguished between the reported optic damage present immediately following implantation and damage sustained because of efforts to cut and explant the lens from the eye. While product inspection confirms the event as reported, the root cause of the event cannot be determined from the available evidence and information.

Event description:
On (B)(6) 2025, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that immediately following implantation into the eye a crack was observed in the lens optic necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation a crack was observed in the lens optic. The lens was explanted and exchanged during the original surgery session. There was no harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner. The rayone hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to iol"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector, inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Our review of production records for the rayone aspheric rao600c 015262269 showed that all manufacturing and quality checks were conducted successfully. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 015262269. Without the ability to examine the device and without clear event details being provided it is not possible to establish the cause of the event.